Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the welded foot motor mount snapped and the foot section of the bed will not work.